Manufacturer narrative:
The device was received by the philips bench on 09-jan-2017, where the device was evaluated. It was observed that the device sustained damages to the power pca, bezel, screen protector, rear case, paddle tray, and printer when the device was dropped. The customer declined to have the device serviced at this time. The device was marked not fit for use and was labeled defective and returned to the customer. There is no indication of a systemic problem; no further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was broken and smells as if it had an electrical short or fire. During boot up, there are several error messages displayed. There was no reported adverse patient impact.